Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving sufficient stimulation coverage from her scs system. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, at which the lead was explanted and replaced with 2 new leads. The patient reported effective stimulation following the procedure and the reported issue is resolved.